Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly and the blue soft cannula is inspected for any damage. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Also, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia.

Event description:
It was reported by the patient that the pink slide did not move forward when the pod was activated and the cannula was folded upon pod removal; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.